Event description:
This unsolicited device case from (B)(6) was received on 10/30/2014 from a physician. This case was crossed referenced with case: (B)(4). This case involves a (B)(6) male patient who had injection site inflammatory reaction in the joint the right knee after receiving treatment with synvisc. The patient had experienced injection site inflammatory reaction 6 years ago, after the injection of synvisc one. No concomitant medication or concurrent condition was reported. On and unknown date in 2008, the patient underwent the first and second session of synvisc. On (B)(6) 2008, the patient received treatment with the third session of synvisc injection (dose, frequency, route, batch/lot number, expiration date: not provided) into the joint of the right knee for arthritis of knee. On (B)(6) 2008, 10 days later, the patient presented with an inflammatory reaction in the joint the right knee. It was reported that a puncture was performed and the liquid had an inflammatory aspect, was sterile, without crystals. Corrective treatment: injection in the right knee joint of a corticoid nos. Outcome: recovered/resolved. Seriousness criteria: required intervention. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: not reported. Company causality: associated. Imputability: (B)(4). Additional information was received on 11/04/2014. Global ptc number and ptc results were added.